Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported having a procedure for which some parameter changes were made. The patient reported that the device was not reprogrammed after the procedure. A request for additional information has been made. Additional information was unable to be obtained. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As of today, no additional information has been provided. Should additional information become available, this report will be updated.